Event description:
Device malfunction: tip separation. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a carotid artery stenting procedure, after the stent was positioned at the target lesion and was uneventfully deployed, the tip of the delivery catheter (at the level of the distal marker) separated and remained in the carotid artery. The physician successfully retrieved the detached tip from the artery by the an unspecified means. There were no patient adverse sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.